Event description:
Account reports incidents in which they used to utilize the flat filter. And since converting to the "oblong one". They have experienced leakage difficulties from the top and bottom of filter. In one incident, the filter was changed four times and taxol still ended up leaking on the rn. No negative outcome reported to pt or healthcare provider.